Manufacturer narrative:
A distributor complaint was received on 1/11/2023 reporting, "hello, we received complaints that the arm boards are abrasive and patients were being cut by them. We are unable to use these. Please provide return paperwork. Thank you." The sample has been requested for return but has not yet been returned to deroyal for evaluation at this time. This investigation is not complete at this time. No further information in available at this time. We will provide follow-up report once more information becomes available.

Event description:
"We received complaints that the arm boards are abrasive and patients were being cut by them. We are unable to use these. Please provide return paperwork. Thank you."

Manufacturer narrative:
The sample of the arm board was returned to deroyal on 01/19/2023 along with sample pictures. Deroyal conducted testing on these samples and found that none of the samples received were out of tolerance. Work orders, quality control inspection reports, labeling, and failure modes and effects analysis (fmea) were all checked and found to be acceptable. Root cause: no manufacturing issue has been found on the samples received by quality control manager. No changes have been made to the raw materials. It was found that the product returned by the customer was assembled as per requirements. Because no issue was found, there were no corrective and preventive actions taken. An inventory check of the tubing was made by deroyal, a total of 32 of the arm boards were inspected and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.